Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was damage to their insulin pump. Customer stated there were dark spots on their screen. The customer's blood glucose was 240 mg/dl. The customer stated they were barely able to read the insulin pump's screen due to the dark spots. Customer stated the insulin pump was functioning as designed. The customer called later to report the dark spots were caused by them wearing polarized glasses. The customer stated the spots disappeared after taking off the glasses. However, the customer stated they have noted the spots before without their glasses on. The insulin pump will not be returned for analysis.